Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment, and an anomalous capacitor was found to be the cause of the extended charge time.

Event description:
It was reported that an asymptomatic patient presented in the ER after receiving an alert for long charge time. The charge time alert had been triggered after routine capacitor maintenance. The device was explanted and replaced. There were no complications for the patient.